Manufacturer narrative:
Date sent to the FDA: 04/28/2021. Corrected b5 narrative: it was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted.

Manufacturer narrative:
It was reported that the patient underwent hernia repair surgery on (B)(6) 2014 due to incarcerated ventral hernia. It was reported that the patient underwent removal of mesh and bilateral component separation for diastasis rection (B)(6) 2014. It was reported that the patient experienced abdominal pain, fever, abdominal incision abscess following the procedure. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. Other procedure is captured in a separate file. No additional information was provided.